Event description:
A cartridge change error was reported with the pump, and the customer's blood glucose level at the time was 9.2 mmol/l, which is within the normal range. The customer was informed of the pump replacement and will use a backup insulin pump to ensure continuous insulin delivery.